Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro laa closure device was implanted. After the procedure the patient showed right sided weakness of unknown origin and was diagnosed with a stroke. There was no thrombus seen and the patient was on aspirin. The patient was admitted to the hospital.